Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that, during testing, the pump was powered on and emitted a cs 069 call service alarm. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the display issue, evaluation revealed that the audio bolus button cover and slug were detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a failed chip on the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.